Manufacturer narrative:
Add'l info has been requested and if received will be supplied on a supplemental report.

Event description:
It was reported that during a s2 femur surgery, our sales rep observed that the drill broke during the drilling process to insert the screws. The point of the drill was inside the nail and could not be removed.